Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clips scissored. Another device was used to complete the case. There was no consequence to the patient.